Event description:
The user received discrepant free t4 results for one patient sample. The results were: modular e: 25.8 pmol/l delfia: 16.7 pmol/l centaur: 17.4 pmol/l results from 4/29/2010 were: modular e: 22.3 pmol/l delfia: 15 pmol/l. The patient received a block-and-replacement therapy. There was no effect to the patient. The free t4 reagent lot number was 153913.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The patient sample from (B)(6) 2009 was investigated and the user's results were verified. No known interference factor could be identified in the sample on the interference analysis. A specific root cause could not be identified. No adverse events in relation to the therapy were reported.